Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 19-aug-2025, the user experienced an ¿unable to proceed¿ alert during a supply change and reverted to backup therapy. On (B)(6) 2025, agent guided user through removing all supplies and performing a successful dry run. Blood glucose (bg) was 150 mg/dl at disconnection and was not affected by the event. The user was instructed to wait 24 hours before safely reconnecting to the pump and to report any changes. On (B)(6) 2025, follow-up attempts reached no answer, but reports indicated that the user successfully reconnected to the pump.